Event description:
When the device was used during a rectal procedure, the staple line was intact. However, when circular stapler inserted to complete the anastomosis, there was bleeding noted. Consequently, the or time was extended by 1.5 hours because the staple line was over sewn. There were no other patient consequences.